Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous arteriovenous fistula. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. However, during the second inflation at 6 atmospheres, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.